Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: the tissue was not too thick, but it was hard to squeeze the handle. After firing, the device was removed and the donut tissue was confirmed normal, but the distal side of staple line was not cut. A leak test also found two staples were malformed. Additional manual suturing was done to stop the leak. No tissue loss/damage or bleeding occurred as a result. Surgery was extended about thirty minutes. Patient current condition is well.